Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump stopped working and had a critical pump error alarm and multiple insulin pump error alarms. The customer's blood glucose level was unknown at the time of the incident. The customer had to take it out and they were trying to get it working but no good. The customer stated that they were doing the bolus and everything and it just alarm. The customer was able to clear the pump errors. The insulin pump passed the self-test. The device will not be returned for analysis.